Event description:
Pt called alleging that their surestep meter reads error 1. Pt compared the test strip to the color chart and the result was close to a reading of 350mg/dl. Pt retested and still obtained an error1 message. Application of blood sample was done properly. Pt did not seek medical attention or call md. Customer service was unable to resolve the issue and sent pt a new meter.